Event description:
The surgeon reported surface opacification of the intraocular lens post-operative. The pt's visual acuity decreased to 20/400. The surgeon performed a lens replacement procedure. The reporter also indicated that visual acuity improvement is limited by pre-existing pathologies.